Event description:
Procedure: gastrectomy. According to the reporter: the staples did not form correctly (staple formation). Additional tissue had to be removed from the abdomen. Extension of or time was not reported.

Manufacturer narrative:
.